Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform functional and visual evaluations to confirm the reported condition and determine the root cause. However, a supplier corrective action request has been opened to address the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was received for evaluation and the reported condition has been confirmed. A supplier corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the button was inserted on (B)(6) 2023, filled with 4 ml water. There were no concerns with original insertion. On (B)(6) 2024, button fell out of stoma with no noted pulling or tension to the button. The registered nurse (rn) on site assessed the button that had fallen out and noted that balloon was faulty, as it would not remain inflated with instillation of water. Replacement button on-site was inserted without issue. There was no injury occurred and no medical attention required.